Manufacturer narrative:
Follow-up report: date received by manufacturer was incorrectly reported as 10/15/2017 and is being corrected to 10/25/2017. Belt sn (B)(4) manufacturing date was incorrectly reported as 06/26/2012 and is being corrected to 11/11/2015. Initial report: device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy pad (te), the cable connecting the front therapy pad (te) to ECG a & b, and the cable connecting ECG c & d were pulled from the strain relief disconnecting pulse wires. The cause of the test failure was the pulled dn to rear te cable, the pulled cable connecting the front therapy pad (te) to ECG a & b, and the pulled cable connecting ECG c & d. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
Follow-up report: date received by manufacturer and belt sn (B)(4) manufacturing date being corrected. Initial report: a us distributor returned electrode belt sn (B)(4) for an unrelated reason and a reportable device malfunction was discovered.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy pad (te), the cable connecting the front therapy pad (te) to ECG a & b, and the cable connecting ECG c & d were pulled from the strain relief disconnecting pulse wires. The cause of the test failure was the pulled dn to rear te cable, the pulled cable connecting the front therapy pad (te) to ECG a & b, and the pulled cable connecting ECG c & d. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) for an unrelated reason and a reportable device malfunction was discovered.